Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a fracture. A boston scientific field representative reported the lead exhibited noise on the rate/sense and shock channels which had resulted in inappropriate therapy delivery, and low lead impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Lead return has been requested. This investigation will be updated should additional information be provided.